Event description:
End user called to complain of high readings when checking the calibration of the device. This was confirmed by phone troubleshooting. The device was replaced and defective one returned for investigation.